Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The telephone number for the contact was reported as (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by abdominal pain and cloudy effluent. One day after onset, the patient was hospitalized for the peritonitis event. On the day of onset, the patient was treated with amikacin 500 milligrams intraperitoneally daily for one day for the peritonitis event. Beginning one day after onset, the patient was treated with amikacin intraperitoneally 100 milligrams daily for seven days and imipenem intravenously daily for ten days (dosage not reported) for the peritonitis event. Dianeal therapies were ongoing. Hospitalization was ongoing due to an unrelated event. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Twenty seven days after being admitted to the hospital, the patient was discharged and was recovered from the events. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).